Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading (not specified) on the contour next ez, took approximately 3.5 units of insulin. Afterwards, she took another reading and it was over 400mg/dl. She injected an additional 2.5 units of insulin. One hour later while she was driving, she had a low blood sugar episode and called 911. Symptoms were not provided. When the paramedics arrived they gave her glutose 15 (pure dextrose). An hour later she was feeling fine. The strips were not expected to be returned for evaluation. New meter was sent to the customer.